Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was further investigated and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. Smu (source measurement unit), poise voltage and sensor thermistor testing were performed, and all results were within specification. The passing of smu testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received higher sensor scan result of 71 mg/dl compared to blood glucose readings obtained on a adc meter of 38 mg/dl and experienced symptoms described as "pale color". Customer received treatment of dextro tablets and apple sauce provided by a non-healthcare professional. No further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.